Event description:
Possible early battery depletion was reported. The device was explanted. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.